Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. As the product has been discarded by the customer, the device will not be analysed according to sophysa in-house process.

Event description:
Csf leakage was found 3 days after implantation, at the luer connector of the tube. The catheter has been changed.